Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported tidal volume failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 26aug2019 , date of report : 27aug2019. The manufacturer's field service engineer confirmed the reported problem. The customer declined service by the manufacturer. No repair was performed. The final disposition of this device is not known. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.